Event description:
The device was used during the removal of an ovarian cyst. Reportedly, the instrument did not cut properly, the staples did not form properly, and the approximating lever broke. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.